Event description:
It was reported that during device change-out due to normal eri, x-ray revealed suspected externalized conductors near the suture sleeve. The lead was capped and replaced. The patient was asymptomatic.